Event description:
Information was received about a patient with an implantable neurostimulator (ins) for non-malignant pain and radiculopathy. It was reported that the patient had poor communication with the patient programmer (pp) and were not able to communicate with the recharger (insr) for a couple days now ((B)(6) 2017). It was reported that they last felt stimulation three to four days ago and their last successful charge session was probably a couple of weeks ago. The patient tried repositioning the antenna on the recharger and tried charging over a thin shirt and on skin but still couldn¿t connect. The patient tried rotating the antenna dial at 1/4 intervals, four times and still wasn¿t able to connect. They stated that it seemed like the ins was lying flat in the pocket. It was reported that they were having a lot of pressure in their spine for the last few days ((B)(6) 2017) and that the symptoms were gradual. There were not any falls, accidents or medical procedures associated with these issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.